Manufacturer narrative:
The manufacturers investigation is still ongoing; if additional info is received, a follow-up report will be submitted.

Event description:
It was reported that the bed scale is not accurate. It is unk if there was pt involvement or adverse consequences reported.